Event description:
Boston scientific crm received information that under x-ray this right ventricular (rv) lead had dislodged. No rv capture was observed and the lead was pacing the right atrium. A lead revision procedure was performed and during attempted repositioning, the helix on this lead was unable to fully retract. This rv lead was surgically abandoned and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.